Event description:
The user facility reported that the needle detached from the butterfly surflo winged infusion set, and stayed in the patient's arm post infusion procedure. Additional information was received on 16oct2020. The patient was receiving end of life treatment in hospice care. The sv device was placed on (B)(6) 2020 for sub-q medication delivery at the left upper scapula. The patient was restless; however, the night nurse did not note anything unusual at bandage site. The needle was discovered to be missing on (B)(6) 2020, when the sub-q site was being discontinued. X-ray confirmed the needle to be 3.5cm from the site. They are not removing the needle since patient is at end of life, and removal would cause more harm than leaving it where it is. They confirmed the needle (steel) was not broken, however, had slipped cleanly out of the butterfly.